Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient presented with pre operative diagnosis : severe degenerative disc disease with mechanical instability l4-5,l5-s1. Patient underwent following procedures: anterior retroperitoneal exposure of spine at l4-5 ,l5-s1. Control of iliac vessels l4-5,l5-s1 anterior discectomy. Insertion of l4-5 disc and l5-s1 cage. Intraoperative neurophysiologic monitoring evaluation. Intraoperative fluoroscopy image evaluation. On the same day patient also underwent l5-s1 anterior lumbar interbody fusion with cage and rhbmp-2. As per op notes¿ the discectomy was performed at the l5-s1 disc space and the disc space was distracted, sized, and verified under f fluoroscopy. The 8 degree 36x 13 trial was selected and inserted into the disc space and checked for sizing with fluoroscopy. The wound was copiously irrigated. Three bmp sponges were placed into the 8 degree 13 mm high by 36 wide implant. Two bmp sponges were placed into the disc space. The cage was then positioned into the l5-s1 disc space and verified by fluoroscopy. The screws were then applied through the cage, two into the s1 body and one into the l5 body. Ap and lateral fluoroscopy was used to verify good positioning of the cage and screws." Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.